Event description:
An international distributor reported their customer's AED's asi is flashing red, and reporting a service code. They reported that this did not occur during patient use.

Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully deliver an adequate shock. Further investigation revealed oxidation on an internal board. The oxidation is likely attributed to improper storage conditions, which may have exposed the device to excessive moisture or humidity. Although the original customer report did not involve patient use and was not considered reportable, evaluation confirmed a malfunction that could delay or prevent therapy delivery in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.